Event description:
It was reported that the customer experienced a motor error alarm and there was an absence of a no delivery alarm. The customer reported high blood glucose levels and at the time of the report her blood glucose levels were 131 mg/dl. Troubleshooting was performed. The customer was assisted in clearing the alarm. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The customer was advised that the insulin pump needed to be replaced. The customer did not want to replace her pump at the time of the report. No product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).